Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, most probable root cause could be but not limited to patient factor (active or suspected latent infection) or user related (e.g., compromised sterile environment condition during surgery) etc. If device is returned or any further information is provided, the investigation report will be reassessed. Device is not available; device remains implanted in patient.

Event description:
As reported: "intra-op cultures came back positive for p. Acnes. No gross purulence noted during surgery. Patient started taking amoxicillin on (B)(6) 2020. Continued follow-up scheduled with infectious disease clinic to monitor."

Manufacturer narrative:
Correction: refer to h6 method code.

Event description:
As reported: "intra-op cultures came back positive for(B)(6) no gross purulence noted during surgery. Patient started taking amoxicillin on (B)(6) 2020. Continued follow-up scheduled with infectious disease clinic to monitor."